Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the burned distal cover was use of the high-frequency instrument without maintaining sufficient distance from the tip. The most likely cause of the peeled adhesive was component failure. The burned distal cover can be detected/prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign matter was inside the nozzle, burn damage was observed on the plastic end distal cover, and peeling observed at the light guide lens adhesive. There was no patient involvement.